Event description:
It was reported to medtronic minimed that the customer experienced bleeding on site. Also, had difficulty in inserting sensor somehow got stuck in serter during insertion. The customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The event involved product(s) mmt-7040a, mmt-7512g. Troubleshooting was performed for difference between glucose values. Insulin delivery was not suspended. Blood glucose value was 195 mg/dl and sensor glucose value was 81 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Advised to wait at least an hour and if blood glucose is stable to calibrate. Troubleshooting was performed for serter issue. Customer was reporting the sensor serter would not release the sensor after insertion. Troubleshooting was performed for site issue. Customer followed proper steps for insertion process. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-7512g was requested and the customer response was that the device will be returned. Customer will discontinue to use the serter device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.